Manufacturer narrative:
The event occurred in china. It was reported that the flow rate on the rotaflow console is inaccurate, and recalibration did not solve the problem. It was occurred during patient use and the device was replaced with a new one with no consequences for the patient. The lemo master connector was detected as defective and needs to be replaced. No harm to any person has been reported. Due to the exchange during use a report is required. The rotaflow console with s/n (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The lemo rfd master connector (article number 701034666) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce) in a previous complaint. The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Based on the the given information the reported failure could be confirmed. The review of the non-conformities was performed on 2024-04-29 and during the period of 2015-09-30 to 2024-04-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console in question was produced in 2015-09-30. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow console) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the flow rate on the rotaflow console is inaccurate, and recalibration did not solve the problem. It was occurred during patient use and the device was replaced with a new one with no consequences for the patient. The lemo master connector was detected as defective and needs to be replaced. No harm to any person has been reported. Complaint ID: (B)(4).